Manufacturer narrative:
(B)(4)¿ infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an entropion surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced an infection. Additional information has been requested.